Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate high voltage therapy. Review of the egm revealed r-wave undersensing. Programming changes were recommended.